Manufacturer narrative:
Final analysis found the pulse generator in backup mode. The device was at elective replacement indicator (eri). This was caused by an intermittent battery short circuit. The battery was removed for further analysis and tested normal. The failure mode could not be duplicated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced.